Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter did not meet specifications during a shaft leak test and an irrigation leak test. A bend was noted in the catheter shaft proximal to electrode 4, and a hole in the shaft was also noted at this location. Further investigation revealed that the catheter spine, optical fibers 1-3, thermocouple 2 (tc2) wires, and irrigation tubing had been fractured at the location of the bend/damage in the catheter shaft, consistent with the observed error messages, the failed leak tests, and the reported event. Additional investigation revealed a break in the shaft material at the transition between the catheter shaft and electrode rings 2 and 3, consistent with fluid ingress, a loss of contact force data during the procedure, and the failed shaft leak test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage and the tear in the shaft material between electrodes 2 and 3 remains unknown.

Event description:
This report is to advise of fracture found in the catheter shaft during analysis.